Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to low blood glucose levels on (B)(6) 2024. Patient's blood glucose at the time of event was 145 mg/dl. Patient recieved glucagon shot. Patient was hospitalized for 8 hours. No further information available.